Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set was fell off during use event on (B)(6) 2024 during use. The infusion set has been used for 1 day for event 1 and 2 days for other events. Patient replaced infusion set and resumed insulin successfully. No further information was available.